Manufacturer narrative:
H6) clinical data was received and is pending analysis. Codes b21, c21, and d16 are applicable. H6) the system was serviced in the field. In summary, the system performed as intended. No faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a transforaminal lumbar interbody fusion (tlif). It was reported that the right side shifted towards the midline. A 3d scan was performed at the end of the surgery, which revealed the shift. The surgeon subsequently removed and repositioned the screws. No patient complications have been reported as a result of this event. It was additionally noted the surgery was rescheduled. Additional information was received. The patient did not experience any symptoms and trajectories deviated between 3.5 millimeters (mm) and 10mm. It was clarified that the "reschedule" was the doctor replaced the screws the same day at a later time. Additional information was received. It was clarified that all the screws were seen shifted to the left. The screws on the right moved medial and the ones on the left moved lateral.

Manufacturer narrative:
D3, d4: manufacturer information was corrected. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the platform's instability caused the left trajectories to shift laterally, aligning with the platform¿s direction, while the right shifted medially. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field. Software was re-installed. No issues were found during the checkout. Previously reported codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G4: PMA/510k number was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.